Event description:
The customer reported that the device stopped working and jammed during a nephrectomy procedure. It is unknown if the device was applied to tissue at the time, and if so, how it was removed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. Additional questions in regard to the incident have also been asked. When the device evaluation is complete a follow up report will be submitted.